Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the reported issue and replaced the front end pcb with both datasets. The unit is now working. The fse completed the require calibration and tests.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an electrical test fail # 33. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). The getinge field service engineer (fse) that encountered the reported issue during routine checkup. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿main board¿. The issue was resolved by replacing the malfunctioning part. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.